Event description:
It was reported via fax that it was unable to maintain blood flow rate, and experienced frequent arterial pressure alarms during treatment. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".